Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Although the patient extension set was not checked to ensure that it was properly primed prior to initiating therapy, insufficient information was provided to determine the cause of the alarm. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during the initial drain of peritoneal dialysis (pd) therapy, while the hp was connected. The hp stated that they were using two patient extension lines, which they normally did not do. During troubleshooting, it was found that the hp did not check the top of the patient extension to make sure it was fully primed before connecting. The technical service representative (tsr) explained this error to the hp. The tsr assisted the hp in ending therapy and advised the hp to restart therapy with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. Additional information was requested and is not available.